Event description:
Rv lead revision and rv low impedance warning noted on carelink transmission ¿ rv lead is a competitor lead. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).